Event description:
The customer reported of incidents in which the ortho provue analyzer interpreted positive reactions as negative in the a1 cell microtubes of the mts a/b/d monoclonal and reverse grouping cards. The customer visually reviewed the gel cards and reported that the a1 cells of the microtubes were positive. No erroneous results were reported. The false positive interpretations occurred regardless of test method. If this incident were to recur, undetected, during patient a/b/d testing without a reverse group or rh testing, erroneous results could lead to inappropriate action.

Manufacturer narrative:
An ocd field engineer visited the site and indicated that the gripper was not holding the gel cards at the optimal angle. The fe performed the appropriate adjustments to the gel camera, gripper and created a new reference image and returned the instrument to expected operation.